Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. No anomalies were noted with the jaws. The device opened and closed properly. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the handpiece and the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a lap hysterectomy procedure, the jaw would not open. Never put into field/not used on patient. Case completed with another device.